Event description:
The patient was undergoing a coil embolization procedure using pod4 coils. During the procedure, the physician was unable to advance a pod4 coil through another manufacturer's microcatheter. The pod4 coil was removed and the procedure successfully continued using a new pod4 coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock was intact, the pusher assembly was kinked approximately 110.0 cm from the proximal end, and the coil was intact with the pusher assembly. The coil and distal detachment tip (ddt) outer diameter were measured within specification. Conclusion: the complaint has been evaluated. The complaint indicated that the pod4 would not advance through another manufacturer's microcatheter. The pusher assembly was bent and the device was not used. Evaluation of the returned device confirmed a kink in the pusher assembly. This type of damage typically occurs if the device is improperly handled during removal from the packaging. If force is being applied while manipulating the device, it is likely that damage such as this may occur. The microcatheter mentioned in the complaint was not returned with the pod4 for evaluation. It is not known if the microcatheter was damaged. The coil and ddt outer diameter were measured within specification. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.